Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. The cine review for this incident was unable to clearly show a proximal stent dissection; however, the additional stent implanted would cover a proximal stent edge dissection if present. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a myocardial infarction patient. After angiography, it was decided to treat the left anterior descending artery with coronary artery bypass grafting, and angioplasty on the mid right coronary artery. The target vessel was mildly tortuous and calcified. Pre-dilatation was performed and the 2.75 x 28 mm xience v stent was implanted; however, a proximal edge dissection occurred. The dissection was treated with a 2.75 x 15 xience v stent. The patient condition is good. No additional information was provided.